Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated that they feel stimulation in their breast since about a week or so after the hysterectomy. The stimulation issue started 3 days ago. No further complications were reported.